Event description:
A customer reported receiving a low scan of 128 mg/dl on the abbott diabetes care (adc) device compared to a competitor brand meter result of 426 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was 2 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced symptoms describe as fatigue, sweating, drowsiness, and a loss of consciousness. The customer was unable to self-treat, and the customer's caregiver became alarmed and contacted the emergency medical service at 10:10 pm on 10-feb-2026. The medical guard diagnosed severe hyperglycemia and instructed the caregiver to administer 25 units of insulin via the intramuscular (im) route at 10:30 pm, followed by another 40 units of insulin via im route at 11:10 p.m. There was no report of death or permanent impairment associated with this event.reportedly, sensor scans of 126 mg/dl, 98 mg/dl were compared to a competitor brand meter results of 426 mg/dl, 475 mg/dl. The length of sensor wear was 2 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.